Event description:
It was reported that a patient underwent a coronary artery bypass graft on 01/31/2022 and suture was used. During the procedure, the suture became detached from the needle. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, and the following was obtained: what tissue/location was suturing when pull off occurred? Vessel. Were there any unexpected outcomes or complications as a result of this suture needle pull off event? No. Was the needle it retrieved during the same surgical procedure? Yes. What is the most current patient health status and condition? Normal. Procedure and event date? 31 jan 2022. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent related to: 2210968-2022-01387, 2210968-2022-01388.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 4/29/2022. H6 component code: g07002 no device problem found. H3 investigative summary: one sealed box with thirty-six packets of product code ep8704slh was returned to ethicon inc for analysis with the packaging closed. Upon initial inspection, of the samples, no external damages were observed on the packet. In order to evaluate the conditions of the returned samples, thirteen packets were opened, and no defects were detected. The swage and attachment area was noted to be as expected. The sutures were dispensed without problems and examined along the strand to detect any issues related no defects observed during evaluation. A functional test was performed using an instron and the pull force was above the minimum requirement. The event described could not be confirmed as the device performed without any defect noted. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that as part of our quality process, each batch is randomly inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Related to: 2210968-2022-01386, 2210968-2022-01387, 2210968-2022-01388.